Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG fault 18" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The customer's report was observed during review of the visual data. Due to the nature of these errors indicating communication issues between internal parts, it is recommended that the device be returned to be evaluated. Analysis of reports of this type has not identified an increase in trend.